Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the patient, no intervention was required, and a repeat procedure was performed. An endoscopy was done prior to the placement of capsule and the esophagus appeared to be irregular z-line. There was nothing unusual about the patient or the procedure, no lubrication was used to facilitate placement of the capsule. There were 3 attempts in total to place the capsule without success. The patient was rescheduled to another date and time to attempt bravo capsule placement again. The capsule will not be returned as it was discarded.